Event description:
During a (B)(4) study in which individual subjects progressed through four study periods each compromising six hd treatments over a two week period. The pts were given their standard bolus heparin, then 100% of the standard bolus dose, then 80% of bolus standard, then 66.7% of bolus standard. A pt had a clot detected in dialyzer change during study period 33. Blood loss was not reported. Blood loss for dialyzer approximated at less than 100ml. The subject's treatment was temporarily discontinued and then resumed on her standard dose of heparin and standard dialysate. The pt was withdrawn from the study per the study protocol. This was an anticipated event. The outcome was resolved on (B)(6) 2010. The severity of the case was mild and the relationship to the study was assessed as possibly related.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.